Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred despite supply changes. Additionally, a power source alert occurred when the customer attempted to charge the pump using the tandem-provided wall adapter. Customer's blood glucose was in the 400 mg/dl range. Reportedly, the pump charged successfully using an alternate wall adapter. System check with tandem technical support indicated that the occlusion was within the infusion site, however the customer declined to remove the site for observation. Reportedly, the customer reverted to manual injection supplies for alternate insulin therapy.